Event description:
It was reported that using an antegrade approach, the catheter was placed within an intercoil stent in the sfa. The balloon could only be inflated to 3-4 atm. Then, the balloon could not be further inflated or deflated. The balloon catheter and stent were removed as one unit. A luminexx stent was then successfully implanted. Pt is fine.